Event description:
Customer reported false negative reactions in the a,b microtube to the mts a,b gel card lot# 052013038-01 when testing a donor unit labeled as "b pos" on board the provue and by the manual gel method. Customer confirmed that the donor center where the unit of blood originated perform their abo testing by traditional tube using immucor reagents. Customer reported testing the unit using the provue (batch 4143) against the mts a,b gel cards lot# 052013038-01 and no reactivity was noted. Customer tested the same donor against the listed lot# of mts gel cards by the manual gel method and reported that the result was consistent with the provue. No reactivity noted to the microtube of the mts a,b gel cards. Customer tested the same donor against the ortho tube antisera anti-b lot# bbb788a and reports the observation of a 2+ reaction. Customer tested the same donor against the ortho tube antisera a,b lot# abb658 and reported a 4+ reaction. Customer confirmed that all listed ocd reagents and gel cards have been stored according to their IFU indications and have normal appearance. No discrepancies reported with the quality control of the listed ocd reagents on the provue or by manual gel testing. Customer was referred to the listed specific performance characteristics, which state, "some weak subgroups of the a or b antigen will not be detected by gel cards containing monoclonal anti-a, anti-b and anti-a,b gel. Mts has tested some weak b antigens that gave negative results with monoclonal anti-b gel." Customer indicated their understanding and their confidence that there was no product defect or failure. Customer was unable to return the sample to ocd for further investigation.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).